Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Approximately 2 years post stent implantation, the patient was presented with thrombosis. The patient was originally treated with 2.5 x 13 cypher stent in the proximal left anterior descending artery. Distal to this stent, the patient had a minivision (bare metal stent) implanted and another minivision stent in the diagonal. She was seen a few months later and the vessels were still patent. At that point, she discontinued her plavix in anticipation of a surgery she going to have. Two months later, the patient developed chest pain and was presented with a thrombosis of the left anterior descending artery. The patient's left anterior descending artery was occluded proximal to the stent. She was treated and was fine and free of pain, but because of the progression of her disease the physician has decided to send her for bypass surgery.